Event description:
Customer reported experiencing intermittent occlusion alarms with the mobi pump over the past three weeks. There was no reported adverse impact to the customer. Despite attempts to troubleshoot with clinical support and independently, occlusions persisted, leading to concerns about health and trust in the pump. There was no active occlusion alarm at the time of contact, but ongoing issues led to a recommendation for pump replacement by clinical support. The customer was advised to continue using the current pump until the replacement arrived and to contact technical support if occlusions continued. Replacement supplies and samples were sent to the customer as part of the resolution process.